Event description:
It was reported that during a thyroidectomy procedure, the device white tissue pad was spraying white shaving into the pt. They removed the pieces and discarded them. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.